Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction and sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since receiving the implant the patient had experienced pain off and on at ins site. Patient said that they have had reprogramming sessions with representative and they were told that if the hurting starts again to turn simulation off. Patient said that they did turn stimulation off and the pain at the ins site stopped however then their bladder symptoms returned and they started urinating again. Patient asked for instructions on how to switch to program 4. Patient said that they were on program 2 and 3 and they were both uncomfortable in vaginal area. Patient said that the representative said the patient should only try programs 1, 4 or 5. Patient said that the hcp thinks maybe ins has flipped as the site used to feel smooth, however now calls a couple of lumps by the ins site. When asked patient said they hadn't had any falls or trauma. Patient said that hcp office is supposed to schedule an MRI for the patient. Patient tried called the hcp office earlier today however couldn't get a hold of anyone and left them a voicemail. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. With instruction patient switched to program four and adjusted setting to 0.4 and said at this time does not feel any pain at ins site. Additional information was received from the healthcare provider. They said the cause of the pain at the ins was unknown, then noted lead related pain. They stated the issue had not been resolved, but no further action would be taken. They were going to obtain an MRI to exclude other causes of possible pain after ins lead placement. The decision to excise or relocate based upon above.

Event description:
No new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they planned to see a chiropractor on friday due to having bad troubles with their back. The patient stated they were not sure if this was related to the device or therapy but noted that it started on and off after they had the device implanted. The patient stated that they have tried turning it off but there was no difference. The patient stated the issue was an ache on the left-hand side and noted that the implant was on the right. The patient stated that they did have an MRI in march that showed a herniated bulging disk in 2 vertebrae (not alleged to be related to the device/therapy.) The patient inquired if there was anything they should know about since they had the device when going to the chiropractor. Troubleshooting was unable to be performed as there was no troubleshooting to be attempted at this time. The requested information was reviewed with the patient as well as the requested information for compatibility. The patient was redirected to their health care professional (hcp) to further address the issue.